Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped maintaining and charging the ipg as recommended, and so the ipg became inoperable. In turn, surgery occurred to explant and replace the ipg, which addressed the issue.